Event description:
It was reported that the patient presented at clinic. Upon device interrogation, it was found that the patient's implantable cardioverter defibrillator (ICD) exhibited undersensing. No intervention was performed and the patient's status was unknown.